Event description:
It was reported that during an unk procedure, ntlc 75 damaged. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch # 279d05. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the anvil partially detached on the distal end and the anvil post on this area appears to be damaged as if the anvil was pulled out of the device. No reload was received. In addition, the device was tested for functionality with a test reload and it fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 279d05, and no non-conformances were identified. Please explain in detail what was the issue what part for the device was damaged? Did any piece break off of the device? Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.